Event description:
Note: the date of event is unk, the clip was found inside a scope on (B)(6), 2009. It was reported to boston scientific corp that a resolution clip device was used during a procedure. According to the complainant, a clip was found lodged in the channel of an olympus scope while cleaning the scope during preparation for use. The complainant reported that the clip was fully intact and the clip must have been used during a previous procedure. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Pt's condition is not known. Device problem is not known. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).